Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a pre-implant 1003 code indicative of battery voltage too low for the projected remaining capacity. It was also noted that the packaging was damaged. This device is expected to be returned for analysis. There is no patient involvement at the time of this issue.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a pre-implant 1003 code indicative of battery voltage too low for the projected remaining capacity. It was also noted that the packaging was damaged. This device returned for analysis. There is no patient involvement at the time of this issue.

Manufacturer narrative:
Supplemental: upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold. Initial: if information is provided in the future, a supplemental report will be issued.